Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) - 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Event description:
Caller alleges infusion set adhesive is not sticking. No adverse event reported. Product has been discarded; no product will be returned.